Event description:
Healthcare professional reported implantation of seri with a concomitant saline implant on (B)(6) 2014 during a mastopexy surgery. Post implant on (B)(6) 2014, pt presented with the left side "drainage and an odor," dehiscence of the left side incision, and exposure of the seri device. On (B)(6) 2014, physician irrigated the incision site with betadine, performed tissue débridement, placed a drain, and closed the incision. Pt was prescribed 500 mg of ciprofloxacin for 10 days. On a follow up visit, pt reported " feeling a little tired," however, physician noted good healing, and removed the drain. Explant surgery was performed on (B)(6) 2014 due to a reoccurrence of wound dehiscence, with full removal of the seri device. During explant surgery, physician noted only partial adherence and seroma, where "the seri never vascularized except for a portion, 1/2 cm by 1 cm." Physician considers the seroma and continuing wound dehiscence to be a product of the none-adherence of the seri device. Explanted seri device will not be returned, as it was sent to pathology following explantation.

Manufacturer narrative:
Explanted device is not available for return. The events of wound dehiscence is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is being reported because medical intervention was required, although device-relatedness has not been established.